Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00117 to 3003853072-2019-00122.

Event description:
It was reported that during the procedure the threads of five blockers were damaged and two drivers were fractured. The blockers were replaced with alternates to complete the case and a third spare driver was used. There were no reported patient impacts or surgical delays. This is report six of seven.

Event description:
This is a duplicate of report 3003853072-2019-00123.

Manufacturer narrative:
Corrections to all fields. The report was created in error; this is a duplicate of report 3003853072-2019-00123.